Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected failed battery test alarms were noted during testing. However, the formatted history file had unexpected failed battery alarm and the power management graph had abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly and the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The pump had a scratched case, a pillowing keypad overlay and a fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. Customer has received the new battery cap but the batteries do not last. Customer has received failed battery test. Customer was advised that will be replaced.